Event description:
The customer contact reported device breakage; subsequently, bleed back was noted. The tubing set was connected to the clave port of an unspecified extension set and was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse attempted to disconnect the tubing set from the extension set. It was reported that at this time, the male adapter of the tubing set broke off and remained lodged inside the clave port of the extension set. An unspecified volume of bleed back into the extension set was noted. The tubing sets were replaced and therapy resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).